Manufacturer narrative:
One medfusion pump was received with no signs of external damage. The pump gave several motor not running and motor rate error alarms during occlusion testing. The event history log was reviewed and there was a "pump motor drive off post". The power up process and a syringe test were conducted. The "pump motor drive off post" would occur when trying to move the plunger head. There was a damaged and worn plunger cable which was shorting out the main board. The issue was user induced and also due to normal wear since the pump is over 7 years old. The plunger cable was replaced and the counterfeit battery was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had issues with the motor drive outpost an the syringe clamp. There was no patient involvement.